Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals. Technical services (ts) suspected the noise was due to the patient holding the hand of her brother who has having monopolar surgery. Monopolar cautery can send current anywhere and the current could have traveled ungrounded to the patient. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Section e1 updated.

Manufacturer narrative:
Additional information was requested and this investigation will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals. Technical services (ts) suspected the noise was due to the patient holding the hand of her brother who has having monopolar surgery. Monopolar cautery can send current anywhere and the current could have traveled ungrounded to the patient. This ICD remains in service. No adverse patient effects were reported.